Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred when customer began pump therapy. Customer experienced elevated blood glucose (bg) levels up to 600 (mg/dl). Pump therapy was suspended and a manual injection was delivered to address bg levels. Due to occlusion alarms occurring in the past, troubleshooting with tandem technical support to determine the source of the occlusion was unable to be performed.